Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 12/17/2018. Device evaluation summary: it was reported that a 58-year-old patient who underwent primary breast augmentation with mentor siltex round moderate profile 275cc saline implants in (B)(6) 1995 developed bilateral deflation of the implants. Paresthesia was also noted. The device contained no fluid upon receipt by mentor. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination, the mentor product analysis lab observed that the device appeared intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage sites. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the white material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of a paresthesia may be transient or chronic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor siltex round moderate profile 275cc saline implant, catalog #3542640, lot #112927. (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient who underwent primary breast augmentation with mentor siltex round moderate profile 275cc saline implants in july 1995 developed bilateral deflation of the implants that was observed on (B)(6) 2018, the right side appearing more deflated than the left side. The patient reported experiencing a burning sensation. The patient is scheduled for explantation and replacement on (B)(6) 2018. See 1645337-2018-06960 for contralateral prosthesis report.